Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's clinic manager (cm) reported that on (B)(6) 2025, a fresenius combiset bloodline leaked one hour after the initiation of a patient's hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, did not alarm, but was not expected to. A fresenius dialyzer was also in use. The leak originated just below the blood pump segment where the pigtail is connected to the bloodline near the bottom of the red connector. There were no loose connections or issues during priming. There were no changes in blood from rate or disruption in pressure during treatment. The patient¿s estimated blood loss (ebl) was approximately 20 ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Event description:
A user facility¿s clinic manager (cm) reported that on (B)(6) 2025 a fresenius combiset bloodline leaked one hour after the initiation of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, did not alarm, but was not expected to. A fresenius dialyzer was also in use. The leak originated just below the blood pump segment where the pigtail is connected to the bloodline near the bottom of the red connector. There were no loose connections or issues during priming. There were no changes in blood from rate or disruption in pressure during treatment. The patient¿s estimated blood loss (ebl) was approximately 20ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the customer for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combiset bloodlines shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.